Event description:
A customer reported to beckman coulter, inc (bec) that access 2 immunoassay system generated an erroneously elevated troponin (access accutni) result in the risk stratification range for one patient sample. The result was reported out of the laboratory and questioned by the doctor. Repeat testing by an alternate method (architect) produced a normal result that the customer did not question. The patient was admitted to the hospital due to the erroneous result.

Manufacturer narrative:
The customer collected the patient sample in a 13x75 lithium heparin plasma tube, and centrifuged it for 10 minutes at 3600 rpm. Per customer supplied data, qc was not performing within the established limits on the date of the event. Per customer supplied data, system checks performed on (B)(6) 2011 passed within the established limits. Service was on site (B)(4) 2011. The field service engineer (fse) verified that the instrument hardware was operating within specifications. No hardware repairs were required at the time of service. A definitive root cause for this event has not been determined to date for this event. The related events are reported in MDR# 2122870-2011-05670 and 2122870-2011-05672.